Event description:
It was reported that a successful, in-office thermal ablation procedure was completed without incident in 2007. The pt was treated prophylactically with flagyl postoperatively. The following day the pt experienced diarrhea and was advised to discontinue the flagyl. The pt was then prescribed clinidesse and advised to go to the ER if fever occurred. The pt reported to the ER two days prior, with fever, bloated stomach, and sepsis. Laparoscopy revealed frank pus in the abdomen and laparotomy revealed an intact uterus with no evidence of perforation as well as an intact bowel with no evidence of thermal injury. An emergency hysterectomy and bilateral salpingoophorectomy were performed during which the uterus, tubes, and possibly the ovaries were noted to be necrotic. The pt was placed on a ventilator in the ICU with multiorgan failure. The patient developed a skin rash and blood cultures returned positive for beta strep, suggestive of toxic shock syndrome. The pt subsequently expired three days later. The pt had a positive cervical culture for beta strep in 2006, and 2007. Three weeks prior to the procedure, an affirm culture was carried out and was negative. It was reported that there was no issue with the device and that it functioned as expected.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.